Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 10 months. The patient remains ongoing on pump support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The manufacturer¿s technical services reviewed submitted log files and observed pump stoppages. X-rays submitted were unremarkable. Echocardiogram was unremarkable, and the patient was asymptomatic. The patient was discharged home with ungrounded power module patient cables. Additional information was requested, but not provided.